Manufacturer narrative:
Evaluation completed. One bl3170 stellaris handpiece, serial number (B)(4) was returned. Visual inspection found no external damage. The nose cone and transducer horn are in good shape with no evidence of marring or gouging. A filter test was performed by running processed water through the handpiece irrigation tubing out onto a 0.45 micron filter. The water was then vacuumed through the filter in an attempt to trap any possible particulates. Microscopic examination of the filter found two small red colored fibers only. No ¿bead-like milky white particles¿ were found. A syringe filled with an unknown fluid was also returned. The fluid was filter tested by expressing the fluid onto the 0.45 micron filter and then vacuuming off the fluid through the filter to trap any possible particles. Microscopic examination of the filter found one small dark colored fiber and one very small dark colored particle. Again no ¿bead-like milky white particles¿ were found.

Manufacturer narrative:
The device history was reviewed and found to meet manufacturing specification.

Event description:
The user facility in (B)(6) reported many bead like milky white particles found on the patient's iris during ultrasound process. Most of them were removed immediately, but some still remain in the eye. No impact to patient reported.